Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. A receiver charge and boot test was performed and passed. Functional testing was performed and passed all relevant testing. Audio/vibration testing with dexcom global receiver communication tool was performed and passed. "Try-it" audio/vibration testing was performed and passed. Speaker audio and vibrator intermittent testing was performed and passed. The speaker and vibrator resistance was measured and passed. The receiver was opened for an internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had intermittent audio output. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.